Event description:
The pump was explanted due to infection, organism unk. There was no patient death associated with the event. The pump was used to deliver lioresal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.